Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an occlusion alarm at site with an infusion set. Event occurred on 22-jun-2024. The patient noticed symptoms within three hours of insertion. Infusion set was used for more than 48 hours. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.